Event description:
Emt's responded to a person in cardiac arrest. Following a shock delivered by an AED at the scene, the patient's condition deteriorated to vfib and a 200 joule shock was delivered by the device, but according to the reporter, the device would not charge for any subsequent shocks. A backup device arrived and it delivered 6 subsequent shocks to the patient. The patient was not resuscitated, but the reporter stated the patient was not viable and the alleged device malfunction did not cause or contribute to the patient's death.

Manufacturer narrative:
H6: medtronic evaluated the device and observed proper operation through functional and performance testing. The downloaded patient event record from the device displayed lead ii and did not document any leads off events. The device was returned to the customer for use.